Event description:
Sales rep reported that: "according to an image of the chpv, the cam dislodged from the stator. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.